Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the day prior to the call, the insulin pump went into threshold suspend with a blood glucose level of 200 mg/dl and a sensor glucose level of 40 mg/dl. Blood glucose level at the time of the call was not provided. No further information was provided.